Event description:
Information received from the field notes that during a routine follow-up, atrial impedance was >2500 ohms in both bipolar and unipolar configurations. On january 5, 2006, the bipolar atrial impedance was 380 ohms. Although the patient was in atrial fibrillation, he was not symptomatic. The device will remain implanted and monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received